Manufacturer narrative:
Age: 70.35 ± 6.21 years. Gender: 11 males / 9 females. Weight and ethnicity: information unknown/not provided. Date of event: date article was accepted: (B)(6) 2020. Serial number: unknown, information not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date (2021 reports) - if implanted; give date: unknown / not provided. Explant date (2021 reports) - if explanted; give date: not applicable, there is no indication that the lenses have been explanted. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint could not be confirmed. Manufacturing records review: the manufacturing process record could not be performed as the serial number is unknown. The complaint history review could not be performed as the manufacturing serial number is unknown. As a result of the investigation, there is no indication of a product quality deficiency. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. M. I. Soro-martínez et al. (2020) corneal endothelial cell loss after trabeculectomy and phacoemulsification in one or two steps: a prospective study. The royal college of ophthalmologists. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: corneal endothelial cell loss after trabeculectomy and phacoemulsification in one or two steps: a prospective study. A randomized, controlled, double-blind, longitudinal prospective study was done to analyse the results of the surgical treatment of coexisting cataract and glaucoma and its effects on corneal endothelial cell density (cecd). A total of 60 eyes of 58 patients were included in the study which were divided into 3 groups: one-step phacotrabeculectomy (n=20), two-step phacotrabeculectomy (n=20), and phacoemulsification (n=20). Phacoemulsification (amo white star) was done through a 2.75 mm corneal incision and the intraocular acrylic lens implanted in the capsular sac were either and acrysof sn60 (alcon) or the amo sensar ar40 (amo inc) lenses. In group 1 (one-step phacotrabeculectomy): cecd percentage loss after phacotrabeculectomy at 1 month (30.7%), and cecd percentage loss after phacotrabeculectomy at 12 months (31.62%). In group 2 (two-step phacotrabeculectomy): corneal endothelial cell density (cecd) percentage loss after trabeculectomy at 1 month (2.5%), cecd percentage loss after trabeculectomy at 3 months (3.2%), cecd percentage loss after phacotrabeculectomy at 1 month (43.6%), cecd percentage loss after phacotrabeculectomy at 12 months (42.55%), and percentage of hexagonality was significantly lower in the two-step phacotrabeculectomy group at 1 month. In group 3 (phacoemulsification): cecd percentage loss after phacoemulsification at 1 month (17.9%), and polymegathism was significantly higher in the phacoemulsification group at 1 month. There are no indications in the article of any interventions provided. This report is for the ar40 lenses. Another report is being submitted for the whitestar system.